Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of over 600 mg/dl. Customer stated that her insulin pump is under delivering the insulin and is not alarming to notify her of the problem. Unable to perform the high pressure test because, customer does not have the tubing clamp. Nothing further was reported.